Event description:
It was reported that during an unknown procedure, the jaw insertion wasn't correct. The jaw has fallen outside the pt. Surgeon used another like device to complete the procedure with no pt consequence.